Event description:
Sales received an email regarding the explant at implant of a valve due to a perivalvular leak. The surgeon's email stated "I don't think it was a valve issue. I came off with a paravalvular leak. I went back on and could not fix, so explanted. I was more comfortable using the 2700 and its bigger cuff the 2nd time around. Came off fine without aortic insufficiency the 2nd time." Per the operative report received on 11/11/2010, "the valve was seated without difficulty and tied into position. No periprosthetic leak could be identified. The patient was weaned from cardiopulmonary bypass (cpb), but a paravalvular leak was identified which was not insignificant. Cpb was reinstituted". The aortotomy was opened and stay sutures placed. The valve was inspected and the suggestion of a leak was identified at the commissure between the left coronary cusp and the right coronary cusp. Pledgeted sutures of 4-0 prolene were placed from outside the aorta into the aorta reapproximating this region. The aortotomy was closed, a brief attempt to discontinue cardiopulmonary bypass was made, but significant aortic insufficiency in a paravalvular location was still evident. The decision was made at this point to reinstitute cpb and explant the valve, after the valve had been explanted, it was evident that the paravalvular leak had been on the commissure between the noncoronary cusp and the right coronary cusp, but this was not evident while the valve was seated." Patient was was doing well by day six.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 1 year and 10 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to pannus/host tissue overgrowth. There has not been any allegations of a product malfunction. No other details were provided.

Event description:
On (B)(6) 2010 during a call to baxter technical services, the caregiver stated that the home patient(hp) had peritonitis. On (B)(6) 2010 during a follow call with the dialysis nurse(pdrn) it was revealed that on (B)(6) 2010 the hp was diagnosed at the dialysis clinic with bacterial peritonitis. The hp had received peritoneal dialysis(pd) with dianeal ambuflex and ultrabag since 2007. The hp received fortaz 2gm daily and vancomycin 2gm every 6 days as treatment for the peritonitis. He was not hospitalized. Recovery was ongoing and improving at the time of this report. The pdrn did not know the infection origin, but offered that the hp's wife had been assisting him with pd therapy set up, but recently the hp had been setting up alone, and touch contamination is a good possibility. The pdrn added that the baxter products are not suspect.

Manufacturer narrative:
Conclusion: device evaluation anticipated, but not yet begun. The DHR review is pending. No additional information is available at this time.

Manufacturer narrative:
Evaluation summary: the valve as received exhibits a cut in the sewing ring. At the same region, a cut in the sewing fabric is also detected; it measures to approximately 11m and exposed the wireform. Serrated markings are noted at the free margin of leaflet 2 at commissure 3. The markings are most likely due to mechanical damage at explant. Leaflet 2 is slightly dropped relative to leaflets 1 and 3 by approximately 1mm. A gap is noted at the coaptation region. No inconsistencies detected in the x-ray. Decision not to conduct functional testing on the valve was made since the leakage [was] not through the valve itself, but rather between the valve and the annulus, which cannot be evaluated in vitro. Thus additional tests seem to be unnecessary. Method: x-ray additional manufacturer narrative: the device history record (DHR) review was completed and there was no nonconformance found related to this event. Leak outside the valve, not going through the leaflets, represents regurgitant flow between the sewing ring and the aortic wall. Additionally, the condition of the valve as received for evaluation describes mechanical damage which occurred either at the time of implant or during explant of the device.

Manufacturer narrative:
For acute paravalvular/perivalvular leak (pvl), it can be valve related, i.e. Through the unsealed sewing ring and/or stent assembly areas, particularly for aortic pericardial valve. These types of leakages can be detected in functional tests. However if pvl is originated between the valve and the annulus, in vitro tests will not be able to evaluate that. For this particular case, it appears that the leakage might not be through the valve itself.